Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas issued a malfunction alert, and review of the device alert history verified a malfunction code consistent with an external flash write error; the user restarted the device as advised but the alert persisted and a replacement was arranged, with the user instructed to use backup insulin therapy. Symptoms included hyperglycemia with blood glucose above 400 mg/dl for approximately two hours, without ketone testing, medical intervention, or other assistance. Outcomes included transient hyperglycemia managed with subcutaneous insulin from a pen and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.